Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.the event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.reason for reoperation: capsular contracture grade iii.

Event description:
Patient representative reported for right side "grade iii capsular contracture", "bilateral thick content", ", "recall", "patient began an intense panic attacks and anxiety", "hardness, edema" and "swelling", "deformity of the breasts" and "symptoms of pain". Also reported "cysts with peripheral enhancement" and "presenting nodules bilateral uptake" which are not device related. Device remains implanted.